Event description:
A discordant advia centaur xp - ahbs result was obtained on one patient sample. The physician questioned the result and sent another sample to be tested. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant ahbs result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed routine service and maintenance on the instrument. The instrument is performing within specifications. The cause of the discordant ahbs result is unknown. No further evaluation of the device is required.